Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: regw1124 d.4. Medical device expiration date: 31-aug-2027 h.4. Device manufacture date: 03-oct-2022 d.4. Medical device lot #: regx0366 d.4. Medical device expiration date: 30-sep-2027 h.4. Device manufacture date: 09-nov-2022 h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle broke when recapping it. This occurred at least once each in lots regw1124 and regx0366. The following information was provided by the initial reporter: "it started last month on april 18th. Our cboc contacted me and asked why we had switched to part number 305916 from 305761. They informed me the needle was very flimsy. I told them this was the only needle on government contract. The contacted me again last week and told me again this needle is not safe for use and is very flimsy. I then contacted my primary care nurse manager and asked her if any of their nurses had any complaints on the needle. She replied back 20 minutes later and 4 nurses told her that the needle was awful and flimsy. They were putting the safety cap back on and the whole needle broke off. They said they felt like the needle was going to bend. Could specific date of events be provided for these occurrences? The whole month of april. Did you experience any adverse events as a result of the reported failure? Not yet but these needles are an accident waiting to happen. The nurses had to be very careful not to break off one in a patients arm... Was any medication used with the product? If yes, what was the medication? Flu shots and covid shots are the most common use for the needle."

Event description:
It was reported that the bd safetyglide¿ needle broke when recapping it. This occurred at least once each in lots regw1124 and regx0366. The following information was provided by the initial reporter: "it started last month on april 18th. Our cboc contacted me and asked why we had switched to part number 305916 from 305761. They informed me the needle was very flimsy. I told them this was the only needle on government contract. The contacted me again last week and told me again this needle is not safe for use and is very flimsy. I then contacted my primary care nurse manager and asked her if any of their nurses had any complaints on the needle. She replied back 20 minutes later and 4 nurses told her that the needle was awful and flimsy. They were putting the safety cap back on and the whole needle broke off. They said they felt like the needle was going to bend. ¿ could specific date of events be provided for these occurrences? The whole month of april. ¿ did you experience any adverse events as a result of the reported failure? Not yet but these needles are an accident waiting to happen. The nurses had to be very carful not to break off one in a patients arm... ¿ was any medication used with the product? If yes, what was the medication? Flu shots and covid shots are the most common use for the needle."

Manufacturer narrative:
H6: investigation summary twenty two samples received by our quality team for investigation. They came in sealed packaging blisters, 13 samples are lot# regw1124, and nine samples are lot# regx0366. All samples returned were inspected using magnification, no defects or issues observed on the needles. A device history review was performed for lot regw1124, regx0366 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.